Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.